Event description:
The customer contacted stryker to report their device does not power on upon opening the lid. In this state the device may not be able to deliver defibrillation therapy, if needed.   There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the customer's device and was able to verify the reported issue through a review of the electronic records, but not able to duplicate it. The root cause of the reported issues is suspected to be the reed switch sw5, but could not be confirmed. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report their device does not power on upon opening the lid. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.